Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump volume not audible. Customer reported that the insulin pump was louder and slower to rewound and grinding noise. Customer reported that the o ring was crack, battery less than a week and rainbow effect on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.